Event description:
While using a 5mm endoclip on a laparascopic gb, the surgeon completed 3 successful clips. The next clip & those which followed would not function. The same technique was applied in each attempt. This did not appear to be operator error but equipment malfunction.